Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2012. It was reported that during preparation for a stenting treatment procedure, there was difficulty loading the stent delivery system (sds) onto the guide wire. The target lesion being treated was located in the left circumflex (lcx) artery. A 3.00x12mm promus element sds was loaded onto the kinetix guide wire, however it was only able to be advanced about 5mm. The promus element sds was removed, however there was difficulty separating the devices and some force was used to remove the sds. The sds did not enter the patient during the attempts to advance or withdraw and the kinetix guide wire remained in place. The procedure was completed using another of the same device and the same kinetix guide wire. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that the stent moved on the balloon and the tip of the catheter detached.

Manufacturer narrative:
Device is a combination product. Device code # 2920 relates to component code # 3038. Device evaluated by MFR: a visual examination identified that the catheter tip was missing. The stent moved distally on the balloon so that the proximal edge of the stent was over the proximal markerband. A functional examination confirmed that a 0.015 inch product mandrel could not be inserted past approximately 48mm from the catheter tip. A microscopic examination identified a damaged inner. The inner lumen was stretched, kinked, and bent back on itself. This is consistent with attempts to advance the catheter over the guidewire while the stent system is not orientated horizontally. The inner lumen appeared stretched as the markerbands were not in the correct location relative to the balloon, and the inner tubing was touching one side of the balloon wall. An attempt was made to inflate the balloon using positive pressure. The balloon inflated and deflated without issues. There were no kinks along the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).